Event description:
Doctor reported via our sales rep, that a female pt underwent a revision surgery due to the nail fracturing 6 weeks post op.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.